Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red, itchy and has small pimples as well as pain under vibration box. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse used a pad under the vibration box for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.